Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure, and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g2 device was used to treat a moderately calcified lesion in the sfa. Multiple passes were made in the minimum and maximum diameter mode. A small perforation was noticed and treated with a balloon. Pt is doing fine.